Manufacturer narrative:
Corrected information h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of calcium citrate (440ml/hr) with a spectrum iq pump, ¿no drips were noted and the medication was not being delivered¿ which resulted in the patient calcium levels ¿well outside of expected range¿ (no further details). Treatment for the event was not reported. It was reported the drip chamber was full and the drops from the bag were not able to be observed. It was also noted the drip chamber partially emptied to observe flow. It was reported the pump appeared to be infusing at 440ml/hr without an alarm. The pump was changed, and drips were observed. At the time of this report, the patient outcome was not reported. No additional information is available.